Manufacturer narrative:
Technician found the bed in storage area. No head up function due to bad solenoid valve. Replaced the valve to resolve this issue.

Event description:
Complaint received alleged that there was no head up function on this unit. No one was hurt or injured.